Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during the implant procedure of an implantable cardioverter defibrillator (ICD) system, this right ventricular (rv) lead exhibited higher than expected impedance measurements. The physician opted to replace the lead and another lead was implanted successfully. No adverse patient effects were reported. This lead has been received for analysis.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental report will be filed if there is any further relevant information from that review.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to an unknown product performance anomaly. A new lead was implanted. No adverse patient effects were reported.

Event description:
It was reported that during the implant procedure of an implantable cardioverter defibrillator (ICD) system, this right ventricular (rv) lead exhibited higher than expected impedance measurements. The physician opted to replace the lead and another lead was implanted successfully. No adverse patient effects were reported. It is expected to receive this lead for analysis.